Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset information, and after resetting the pump, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.